Manufacturer narrative:
The covidien technical service engineer (tse) troubleshot this issue with the customer over the telephone. The action recommended by tse was to perform a preventive maintenance, and it was acknowledged by the customer. He informed to have operated the unit for 48 hours with no repeated error codes, and the unit was back in service. No parts were replaced. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator graphic user interface (gui) had an inoperable display. The patient was transferred to another ventilator. There was no reported patient injury.